Manufacturer narrative:
Device evaluation summary: the sentrant sheath returned with the dilator locked in the luer. The dilator was unlocked and retracted. The ring and seal were removed on the dilator. Inspection of the ring tabs confirmed an indentation on tab 1. The tab appeared to have been orientated incorrectly in the window. There was no damage observed to the second tab. The reported detachment was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was intended to be used in the endovascular treatment of a patient. It was reported that during the index procedure the sheath was advanced but the dilator was attempted to be removed , the hemostatic valve came with it. This sheath was then removed and replaced with a new sentrant sheath of the same lot number without any issues encountered. As per the physician the cause of the event is the hemostatic valve not being connected to the rest of the sheath. No additional clinical sequalae were proved and the patient is fine.